Event description:
The hospital ((B)(6)) reported that they observed blood leakage from the mps heat exchanger. The mps console an disposable functioned as expected throughout the case. The perfusionist had just completed giving her last microplegia dose to the pt and was flushing the microplegia with crystalloid when she observed the leak. The leak was a mixture of both blood and crystalloid fluids with a total volume of approximately 50 mls. There was no delay in the surgical procedure reported and no pt complications reported as a result of the alleged event. It was reported that upon inspection of the device following the procedure that the pressure sensor membrane appeared to be damaged. The device was not returned to the MFR for evaluation. The hospital did send photos and a brief video of the device to the MFR to assist in any evaluation. There is no add'l info available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there is no stock of the same lot number remaining in inventory for evaluation. The mfg records and photos/video are being reviewed, with results to be provided in a supplement when completed. Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.